Event description:
It was reported the pump was still not functioning. The insulin pump alarmed battery out limit. Customer's blood glucose was 18 mmol/l. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery, battery out limit alarm or off no power alarms noted. The pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.